Manufacturer narrative:
B3: exact event date was asked but is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient receiving unknown drug via an implantable pump. It was reported that the patient stated their previous pump was explanted due to eroding through the skin. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue. The pump was explanted on (B)(6) 2026. The issue was resolved at the time of this report.